Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a communication error. Identification of issue has been done by analyzing problem description, device logs and service report. Based on technician statement, the control printed circuit board was defective. The part was replaced to resolve the problem. The issue was decided to be reported as the faulty control printed circuit board may lead to stop of ventilation. There was no patient harm. Unfortunately, neither the complete device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).